Manufacturer narrative:
Patient information was unavailable from the site. Medtronic representative went to the site to test the equipment. Testing revealed that the reported issue ¿inaccuracy reported during navigation¿ was confirmed. A geometry error of <5mm was confirmed.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that there was an alleged inaccuracy that passed registration. Site reported that navigation was accurate on patient skin but not trans-nasal - sinus. Attempted software reinstallation without resolution. The surgeon opted to abort navigation as a result of the reported issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Correction: date component received for analysis corrected to 2018-10-18. Aware date corrected to 2018-10-23, the date the analysis was completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The monitor was returned to the manufacturer for analysis. Analysis found no failure with this component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that em generator and computer were replaced to resolve the issue and the instruments looked bent. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Additional information: hardware analysis. The field generator was returned to the manufacturer for analysis. Analysis found no fault with the generator, as the issue could not be replicated. If information is provided in the future, a supplemental report will be issued.